Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where new medication was unable to be located when pending item to load into pyxis. A technical support specialist dialed into the server, logged into the patient encounter system, edited the medication on the facility formulary, discovered that the medication was not assigned to the appropriate security group, took a screenshot, and proceeded to advise the customer via email. The technical support specialist then confirmed that the customer was able to load dantrolene into pyxis, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to locate new medication. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.